Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels read high (>27.8 mmol/l, >500 mg/dl) while wearing the pod between 5 and 24 hours. The patient's mother placed a new pod, but after a few hours the patient had shortness of breath and was taken to the ER at (B)(6) hospital. The patient was treated with a 5 unit bolus and blood work and urine samples were taken. The patient was released after 4 hours. The pod has been discarded.